Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
(B)(4): the keypad was intact without peeling or visible damage. All of the keypad buttons had intermittent response when pressed. The up arrow and contrast keypad buttons required multiple presses with increasing force to evoke a response. None of the keypad buttons had normal spring back or click. The keypad was removed for investigation and revealed contamination present under the contacts of all buttons. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
No conclusions can be made at this time.